Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was discarded at the facility. The manufacturing database was reviewed; no quality issues were noted during the production build for the involved lot# and failure mode reported.

Event description:
Customer reported vioxx was running as a secondary solution with saline as the primary. It was noticed that vioxx was backing into the primary solution. The tubing and pump were replaced without incident. There was no adverse pt effect. No further pt/event info was provided.